Event description:
According to the reporter, during a single anastomosis duodeno-ileostomy with sleeve gastrectomy (sadi-s), during the section of the duodenum, the surgeon placed the reload, waited for 30 seconds, and when the handle was squeezed, the tissue slipped through the distal part of the reload. The staples were malformed, and only a small part of the tissue was cut. The tissue was not cut smoothly and had a jagged line. Another handle and reload from the same batch were opened and fired above the first firing.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3l0977 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned picture(s) noted: one image of a tissue cavity. Two metal instruments could be seen inside the cavity. Blood could be seen on the tissue. Several metal objects were on the tissue. It was reported that there was a partial cut; rough knife cut; staple formation; tissue extrusion. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.